Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in a breakdown of the skinflap. The clinician sutured the implant site; however, due to the infection the issue could not be resolved resulting in the decision to explant the device. Subsequently the device was explanted (date not reported) and the patient was reimplanted with a new device.